Event description:
The customer reported being hospitalized due to severe diabetes ketoacidosis and high blood glucose of 1220mg/dl. The caller stated that he treated with the insulin pump, but his glucose level did not drop. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Checked the bolus history and the reporter believes they do not match, there were missing bolus. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had scratched on display window.